Manufacturer narrative:
Updated: h3, h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported error e33 touch panel issue could not be reproduced, and a root cause could not be determined; the device was found to meet specifications. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center displayed an e333 touch panel error. The issue occurred during preparation for a therapeutic electron microscope procedure. The procedure was completed using the same set of equipment with no delay. There were no reports of patient harm.

Manufacturer narrative:
E1: establishment name: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.